Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unexpected contamination. The issue was found during culture of the scope. The customer provided the following results: on (B)(6) 2024, 3 colony forming units (cfu)/10ml of micrococcus luteus was detected. On (B)(6) 2024, >600 cfu/ml of unidentified contamination was detected in the air/water channel. On (B)(6) 2024, 6 cfu/ml of coagulase negative stapylococci was detected in the instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing did not detect microbiological contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the device was not used in a procedure while waiting for the results and the subject device was quarantined. The subject device was reprocessed one time before sampling and the reprocessing took place the day before the sample was taken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5, d9, and d10) and to provide an update to fields (d8, h3, and h4). The device was evaluated by olympus, and air/water tube with foreign material, air/water cylinder with foreign material, distal end with residual liquid, and inside of the light guide lens with foreign material. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reviewed information on the reprocessing method provided by the user did not indicate obvious deviation from the instruction manual. Therefore, olympus was not able to judge the relationship between the subject device and the event from the following investigation results and a specific root cause of the reported event could not be specified. Additionally, it is likely the events "air/water tube with foreign material, air/water cylinder with foreign material, and distal end with residual liquid" olympus could not identify the foreign material or why the foreign material remained in the device. However, it is possible, the user could not perform reprocessing properly and remove the foreign material. The root cause of the events could not be determined. Furthermore, it is likely the event "inside lg lens has foreign material" olympus could not identify the foreign material. However, since the foreign material adhered to location other than outer surface of the scope, the user could not remove the material by reprocessing. As for the cause of adhesion of the foreign material inside light guide-lens, it is possibly due to physical stress by hitting/dropping distal end or chemical stress by chemical solutions used caused peeling of light guide-lens glue, which caused moisture invasion of light guide-lens and corrosion. The root cause of the event could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.